Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. Calls were placed to technical services on 07/18/2018 stating that this lead was exhibiting out of range impedance value of 2320 ohms on (B)(6) 2018. It was also noted that the device had previously measured some spikes which were not out of range, but were over 1000 ohms and no oversensing noted. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).